Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/01/2013 with the following findings: evaluation revealed that the display screen was heavily scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint is being submitted late as part of a retrospective review conducted for the new MDR monitoring report developed in (B)(4). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was scratched and difficult to read. This report is made based on results of investigation completed on 03/01/2013.